Event description:
05/27/2020: updated event description: device report from synthes reports an event in costa rica as follows: it was reported that on (B)(6) 2020, during the placement of the 3.5 locking screws, the stardrive t 15 screwdriver shaft showed considerable wear, which affected the placement of the screws, only one could be placed. Due to the issue with the screwdriver, the surgeon decided to place cortical screws, instead of the planned blocked screws. There was no surgery delayed due to the reported event and no consequence to the patient. Concomitant device reported: unknown locking screw (part# unknown, lot# unknown, quantity unknown), unknown plate (part# unknown, lot# unknown, quantity 1). This report involves one (1) stardrive screwdriver shaft qc/t15. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during the placement of the 3.5 locking screws, the stardrive t 15 screwdriver shaft showed considerable wear, which affected the placement of the screws, only one could be placed. Due to the issue with the screwdriver, the surgeon decided to place cortical screws, instead of the planned blocked screws. There was no consequence to the patient. Concomitant devices reported: locking screw (part number unknown, lot unknown, quantity unknown). This report involves one (1) stardrive screwdriver shaft qc/t15. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.